Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2434003 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during inflation of a 6/7f mynxgrip vascular closure device (vcd), unknown contrast media and saline leak, resulting in failure to maintain the inflated state. There was no reported patient injury. The mynx vcd was prepped according to the instructions for use (IFU) instructions. It is not certain whether balloon leakage occurred during the procedure or preparation phase. There was no visible damage to the distal end of the sheath after removal. The deployer is experienced in training. Other procedural details were requested but were not provided. The device was discarded; therefore, it will not be returned for evaluation.

Event description:
As reported, during inflation of a 6/7f mynxgrip vascular closure device (vcd), unknown contrast media and saline leak, resulting in failure to maintain the inflated state. There was no reported patient injury. The device was discarded; therefore, it will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, during inflation of a 6/7f mynxgrip vascular closure device (vcd), unknown contrast media and saline leak, resulting in failure to maintain the inflated state. There was no reported patient injury. The mynx vcd was prepped according to the instructions for use (IFU) instructions. It is not certain whether balloon leakage occurred during the procedure or preparation phase. There was no visible damage to the distal end of the sheath after removal. The deployer is experienced in training. Other procedural details were requested but were not provided. One video was attached to event-2025-16750. The graphic material shows a mynx grip inserted into a cordis csi. A leakage can be noted on the handle of the unit. The ballon of the device could not be observed. No additional anomalies or notable details were observed in the image. Unable to determine from the video provided if leaking occurred during inflation or after stopcock was closed. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2434003 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis and based on the video provided, the reported customer complaint ¿balloon balloon loss of pressure¿ could not be evaluated. A component issue was observed as leakage was noted, however, unable to determine from the video provided if leaking occurred during inflation or after stopcock was closed, without the return of the device the exact cause of the reported event could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no preventative or corrective actions will be taken at this time.